Event description:
A medtronic representative reported an inaccuracy during a mega ampere spherical tokomak (mast) fusion case. After doing the initial spin, the stealthstation s7 system was confirmed accurate. After the surgeon had done some hammering, they found that the system was inaccurate. The inaccuracy direction was as though the frame had moved up vertically. It was noted that the pin was not in the posterior superior iliac spine (psis), but more inferior, and that it only had approx 5mm of purchase. The surgeon discontinued use of the navigation system and the surgery continued as a minimally invasive procedure using 2 c-arms in the place of the o-arm. There was no impact to the patient reported.

Manufacturer narrative:
The 2d images showing pin placement have been requested by medtronic's technical services. Instructions for use (IFU) 9731950 rev.5, steps 6 and 7; state "place the tap cap on the hind end of the pin." "Use an impactor to nail the pin into the iliac crest until the tap cap bottoms out on the cannula." Thes instructions may not have been followed properly. The software has not been evaluated as of the date of this report.

Manufacturer narrative:
The system's archives have not been returned to the MFR for evaluation, therefore, as per the case description, the hammering performed can result in frame movement.